Event description:
It was reported that an uncomplicated tvt procedure was performed in 2001. The patient had no risk factors for non-healing. Approximately 1 month ago the pt's spouse felt the mesh in the pt's vagina. Physician performed a vaginal flap and covered the defect. The tape was not cut. The patient remains continent. Physician saw patient for a post op visit and reports that "things look like they are healing".